Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm during manual prime. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer changed the reservoir and resolved the issue. The customer was advised to return reservoir for analysis and replacement would be sent out.